Event description:
Reporter alleged relative was hospitalized for days due to higher blood glucose device readings but however felt low glucose symptoms. Reporter stated device was 400-500s mg/dl and was unable to provide hosp device results or subsequent treatment due to the timing of the event being 2004. Reporter did not list controls were used.